Manufacturer narrative:
Per customer complaint of generator was displaying error code 20 and also the generator was smoking, unit was evaluated and found that the capacitor on the rf board was burned. To correct the problem; replaced the rf board, unit passed all diagnostic and testing. Minor scratches on unit fascia and base plate; no repair needed.

Event description:
It was reported by the sales rep that during a procedure, an error code 20 was received on a vapr iii generator, and also the generator was smoking. The procedure was completed using another vapr iii and there were no consequences to the patient. Additional information (B)(4) 2014: spoke to the sales rep via telephone and he verified the case was delayed no more than 10 minutes due to the generator smoking. He stated once they noticed this, they immediately went and grabbed another generator to use.